Event description:
A customer reported to baxter product surveillance of (1) primary clearlink set that was broken or torn. This condition occurred during patient use. No patient involvement, injury or adverse event was reported. No additional is available.

Manufacturer narrative:
(B)(4). An actual and companion sample were sent in for an evaluation. The used sample arrived as a section of the set from the drip chamber down to where the area of the second y site was primed. Visual inspection of the tubing end of the used sample, which would have been bonded to the inlet port of the second y site, showed that there appears to be little or no visible solvent bond residue present. The reported condition on this sample was confirmed; however, the assignable cause could not be identified. The unused sample was removed from the pouch and all solvent connections were also pull tested. Solvent bond pull test results: used sample - all remaining solvent connections passed the pull test. Unused sample - all solvent connections passed the pull test. The reported condition was not confirmed on the companion sample. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found during the manufacture of this lot.